Event description:
It was reported by the rep that the one al326 was used during a "seps" procedure. It was reported that the instrument misfired and blew the end off abruptly. There was no pt consequence.